Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative of (B)(6) (united states) contacted cook on 19jan2023 concerning a radial artery pressure monitoring tray (rpn: c-pmsy-250-ra) from an unknown lot. On 16jan2023, it was noted that the hub of the catheter was cracked while in use in an unknown patient. The device was removed for fear the cracked hub would migrate into the patient. No additional information regarding the event or patient outcome was received. Reviews of the complaint history, manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device were conducted during the investigation. The product was returned to cook for evaluation. The catheter was kinked 3.9cm from the distal end and leaked just below the hub. The hub was not split; however, the shaft material near the hub was where the catheter leaked. Both the outer and inner diameter of the catheter were found to be within specification. Additionally, a document-based investigation evaluation was performed. Cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook was not able to find any evidence of other complaints. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. This product is not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is component failure unrelated to manufacturing or design deficiencies. The device was split just below the hub. The device was found to be within specification. There is no information regarding how long the device was in place, if any unusual force, or if the device was manipulated in a manner that could lead to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: senior clinical value analyst. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the catheter of a radial artery pressure monitoring tray was removed from the patient. The catheter was placed during an arterial line placement procedure. The facility noticed the hub of the catheter was significantly cracked while in-use and was worried the cracked hub would migrate into the patient. Therefore, the catheter was removed from the patient. Additional information regarding the event and patient outcome has been requested but is currently unavailable.